Event description:
The patient reported pain by their ankle as the device migrated. An explant procedure was performed on (B)(6) 2023, and a replacement lead was implanted. The patient is doing well and is receiving effective therapy.

Manufacturer narrative:
The loss of therapy/no therapy issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, inadequate fixation, and no attempts to reprogram the waa have been ruled out as potential causes. However, migration was confirmed and caused by the patient using a compression boot on the surgical leg. This caused the lead to migrate distally into the ankle. The stimulator is used to treat pain.  The cause of the pain is due to migration. However, the cause of the migration is due to patient non-compliance as the patient used a compression boot on the surgical leg (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Refer to issue (B)(4) for late MDR reporting.